Manufacturer narrative:
Date of event is estimated. Further information has been requested, but has not yet been obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced.

Manufacturer narrative:
Correction: patient still had therapy at time of replacement, and device was electively replaced to prevent interruption of therapy. There is no alleged stated deficiency or malfunction of the device. This device is no longer reportable.

Event description:
Additional information indicates that the patient still had therapy at time of replacement, and device was electively replaced to prevent interruption of therapy. There is no alleged stated deficiency or malfunction of the device.